Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 8:07 pm she activated a new pod and her blood glucose and insulin history is as follows. Her bg was reading 325 mg/dl so she decided to deactivate the pod and then she realized the cannula was bent. She could feel, smell insulin and there was some insulin noted in the pod window. See scanned table.